Manufacturer narrative:
All operating currents are within specification on the insulin pump. There was no unexpected failed battery test alarm. The device passed the functional, displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The device functioned properly however there was a no delivery anomaly. The device had minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that they received a failed battery test alarm. Customer advised they came back from class and were not wearing the insulin pump due to the device not properly providing them insulin. Troubleshooting for the failed battery test alarm was performed. Customer was advised that a new battery cap would be sent out. Customer advised they have been dealing with high blood glucose levels and are not sure if it is because of the device or it is the way customer inserts the infusion set. Customer's insulin pump failed the high pressure test. The customer was advised that the device would be replaced and agreed to return the product for analysis.